Event description:
This pt was hospitalized in 2004 for treatment related to the breakdown of their skin, just over the implant site. Reportedly, they complained of pain over the implant's receiver/stimulator component for several weeks and then presented to their physician in 2004 with a severe skin-flap infection and wound dehiscence. Their physician indicated that the implant's receiver/stimulator was visible through the wound and he initiated a course of IV antibiotic treatment.